Manufacturer narrative:
- Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure. - at reception, the device has been opened and deeply analysed. The pacemaker protections against emi have been tested and confirmed working as intended. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023, a borea dr was implanted. After the replacement, the physician interrogated the device and all the parameters were good and unchanged from the previous pacemaker. Yesterday evening, the physician interrogate again the new borea dr and a lot of alerts appeared on the programmer screen such as: - the device has been reinitialized 1 time - atrial impedance > 3000 ohm - ventricular impedance < 200 ohm - rrt reached - magnetic rate: 4294967295 - last battery voltage measurement abnormal on (B)(6) 2023 the physician had to replace the pacemaker with another borea dr.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6)2023, a borea dr was implanted. After the replacement, the physician interrogated the device and all the parameters were good and unchanged from the previous pacemaker. Yesterday evening, the physician interrogate again the new borea dr and a lot of alerts appeared on the programmer screen such as: - the device has been reinitialized 1 time - atrial impedance > 3000 ohm - ventricular impedance < 200 ohm - rrt reached - magnetic rate: 4294967295 - last battery voltage measurement abnormal on (B)(6) 2023 the physician had to replace the pacemaker with another borea dr.